Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, further information was not provided.

Event description:
It was reported from a bd site-visit that the devices failed to alarm during communication channel errors. During unspecified programming by a clinician, communication errors occurred on multiple syringe pump modules. The pcu and syringe module devices were removed from use (there was no patient involvement) and sent to clinical engineering. Upon powering up the system, syr sn (B)(4) and sn (B)(4) were attached to the left side of the pcu and displayed communication error. Syr sn (B)(4) and sn (B)(4) were attached to the right of the pcu and powered up as channels a and b. When the system was moved for inspection, the channels to the right of the pcu began displaying communication error. Communication errors were not consistent to one module, as the devices were bumped or moved. No audible alarms were present. Upon physical inspection of the iui connectors, corrosion was found on the pcu male iui connector, and the customer needed an explanation on how the pcu male iui would affect devices to left of pcu.

Event description:
It was reported from a bd site-visit that the devices failed to alarm during communication channel errors. During unspecified programming by a clinician, communication errors occurred on multiple syringe pump modules. The pcu and syringe module devices were removed from use (there was no patient involvement) and sent to clinical engineering. Upon powering up the system, syr sn (B)(6) and sn (B)(6) were attached to the left side of the pcu and displayed communication error. Syr sn (B)(6) and sn (B)(6) were attached to the right of the pcu and powered up as channels a and b. When the system was moved for inspection, the channels to the right of the pcu began displaying communication error. Communication errors were not consistent to one module, as the devices were bumped or moved. No audible alarms were present. Upon physical inspection of the iui connectors, corrosion was found on the pcu male iui connector, and the customer needed an explanation on how the pcu male iui would affect devices to left of pcu.

Manufacturer narrative:
Additional information provided: d.11 the report of communication channel error or the failure to alarm for a channel error was not confirmed. Physical inspection of the device noted the instrument seal broken. Both iuis were observed with dried fluid and corrosion forming on the contacts. Separation ribs were also observed crushed. Review of the pcu error log showed no errors or malfunctions on the reported incident date. Analysis of the pcu event log, on the date of (B)(6) 2020 starting at 1:42 pm, showed device removals from the pcu¿s left (female) iui and right (male) iui. There were removals between syringe module s/n (B)(6) (channel c) and syringe module s/n (B)(6) (channel d). The sporadic device removals observed in the logs could be the result of a channel disconnection. Because the devices are in an idle state there would not be a visual or audible alarm. The syringe module logs were reviewed to determine if the removals are the result of a communications failure. The syringe modules logs did not identify any ¿net iuc communications down¿ entries associated to any of the device removals. The logs recorded the device removed and then attached which could be a result of a sudden power loss. Testing performed on the device condition replicated a channel disconnection. During testing, syringe module s/n (B)(6) (channel d), lost power and the pcu alarmed ¿channel disconnection¿. Further testing failed to produce a channel disconnection from the remaining connected devices. Testing failed to replicate a communication type channel disconnection. Syringe module s/n (B)(6) (channel d) female iui was replaced with a known good. Iui testing was performed, during testing there were no errors or malfunctions. The root cause of the reported communication channel errors is believed to be the result of a channel disconnection. The channel disconnection can be attributed to damaged iuis. The proximate cause of the channel disconnection not producing an audible alarm is believed to be attributed to the device being in an idle state. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 10feb2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 16oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.